Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue/debris on the lens. Visual inspection found no visible damage to the lens and residue and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -17.00/+4.5/107 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2020. The lens was reported as excessive vaulting, with glare and halos. The lens remained implanted. The cause of the event was unknown.

Manufacturer narrative:
Corrected data: b5 - (b))(6) 2020 implant date should be corrected to (B)(6) 2020. Additional information: b5 - it was later reported that the lens was explanted on (B)(6) 2021. On (B)(6) 2021 the lens was replaced with a shorter length lens and the problem was resolved. Claim#: (B)(4).